Event description:
It was reported that during a laparoscopic nephrectomy procedure, the surgeon was attempting to clip a medium size vein and then cut it with scissors. An attempt was made to apply a clip four times. No torquing was applied and there was no tension on tissues at the time. The clips were delivered open, they did not form. Another device was opened to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: on which firing of the device did the problem occur (1st, 2nd, etc)? 1st. What vessel or structure was the device fired on at the time of the event? Vessel on the kidney. Was the clip fully advanced into the jaws prior to firing? (If applicable for the reported device) no. Was there any torquing or twisting of the device at the time of firing? No. Was any unexpected resistance felt when pressing the firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Did any clips fall into the patient? Yes. If yes, were they retrieved? No. Was the device fired after this incident, in or out of the patient? Yes. What were the patient indications for surgery? Unk. What was found during surgery? Unk. Does the patient have any relevant history of surgical treatments? Unk. If so, whom? The nurse after retrieving the instrument from the patient in order to see why it was not working properly.

Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.